Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated after calibrating the cell-dyn 3200 analyzer the platelet qc is out of range, high. The customer was advised of the recall of cell-dyn control lot 3100. The customer was further instructed to reset the platelet calibrator factors back to the parameters prior to controls out of range high, recalibrate and re-assay with a different lot of controls. The platelet qc out of range issue was resolved by calibration with a fresh, properly stored calibrator. The customer reported that there was no further issues and they were satisfied with the performance of the instrument and the controls.